Manufacturer narrative:
H10: the actual device was not available; however, two companion samples were received for evaluation (one from each of the potential lots). Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests were performed on the companion sample of lot gd909242 (manufactured from 11/13/2020 to 11/21/2020) which included connection testing and underwater pressure testing with no issues noted. The pressure test indicated the presence of an air-tight seal from the threads. Functional tests were performed on the companion sample of lot m20d13b which included measurement of the internal diameter of the plug which indicated the device met specification. In addition, a connection test was conducted to identify if the cap was faulty when fitted, no fault was identified, the cap was properly attached, and no issues were detected. The reported condition was not verified on either of the companion samples. The devices met specification. A batch review was conducted for each of the potential lot numbers reported and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot #: the customer reported two potiential lot numbers gd909242 or m20d13b. MFR site: the device was manufactured in either in baxter healthcare (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap fell off completely from the home patients (hp) transfer set. It was stated that the hp did not notice this until the hp was attempting to make a connection during an unspecified step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information was available. Associated with this event. No additional information was available.